Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment of "no function", it passed all incoming tests with no anomalies found. It was noted that it was missing two brackets and two bails and that the back ring was bent. The main board, display, lead flex, output connectors and upper and lower cases were inspected with no observation. All affected parts were replaced. The device was checked and cleaned, calibrated and tested on the automated test system and passed all tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's electrode connection and housing were defective. The generator was returned for service. No patient complications have been reported as a result of this event.